Event description:
Device issue: failure to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tube enabling them to be retracted proximally, the safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported,the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to the report.